Event description:
It was reported that during the implant procedure, the lead was inserted by puncturing. The vein of the patient meandered which resulted in positioning lead difficulty. It was noted there was helix issue and low impedance measured on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).